Event description:
It was reported the device was used during a laparoscopic cholecystectomy to clip the cystic artery. The pt was discharged and later re-admitted to the hospital. During the second admission, the pt returned to the or due to internal bleeding. At the time it was determined that one of the clips did not form properly. The vessel was repaired. There were no further complications reported.